Manufacturer narrative:
Device information, report source, protocol #, anddevice manufacture date are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the units. No discrepancies detected. The returned sample was tested. The circuit did not pass the leak test. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the product could not pass a pre-use air leak check, which did not allow the customer to use it. No patient injury was reported.